Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# v952333, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator for urinary dysfu nction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient¿s lead broke, so they had a revision about 3 weeks before the report. The patient stated they assumed they got a whole new lead because with the prior lead they had fallen, and the lead had moved and was completely in the wrong place. It was noted that the lead had moved in (B)(6) 2017, but they didn¿t figure it out until (B)(6) 2017. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a manufacturer¿s representative. It was clarified that the patient tripped walking their dog, and the affected device had since been removed. No further complications were reported.